Event description:
The nurse reported the system and the footswitch were not working. The nurse stated two cases were cancelled. The first pt was prepped for surgery. Both cases have been rescheduled. The first pt is doing fine. No pt injury reported.

Manufacturer narrative:
The company service representative examined the system and footswitch. The system checked out fine. The footswitch was replaced due to a stuck reflux switch. The footswitch was sent for in house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when add'l reportable info becomes available. This report was mailed to FDA on: 01/16/2009.